Event description:
Customer was hospitalized due to high blood glucose levels. Customer went to bed with high blood glucose levels and when his wife woke him up, he was unable to move. Troubleshooting was performed and pump passed the prime test but the customer did not want to continue with the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.